Event description:
It was reported to boston scientific corporation, that a rapid exchange biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a male patient as palliative treatment of cancer. During the attempt to deploy the stent, the guide catheter broke several centimeters above the stent and completely detached. As a result of the broken and detached guide catheter, the stent was unable to be deployed. The physician used a snare to retrieve the guide catheter and stent. The procedure was completed with another a rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.